Event description:
It was reported that patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high capture thresholds. Upon lead revision procedure while repositioning, the lead exhibited loss of capture at multiple sites. The lead explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.